Event description:
A customer observed repeatable false positive troponin l results on samples from a pt. Falsely elevated results may lead to inappropriate physician action. The biased result was reported and questioned by the physician. Testing on an alternate method yielded results in the normal range. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that testing of two of the five samples by an alternate method yielded results in the normal range. Treating the sample with heterophilic blocking tubes gave results matching those from the alternate testing method. The device labeling lists a limitation of the procedure as "heterophilic antibodies in the serum or plasma of certain individuals are known to cause interference with immunoassays". The root cause of the falsely elevated results is the presence of heterophilic antibodies in the pt sample.